Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) presented with an elective replacement indicator (eri) as a result of long charge times. There was question of premature battery depletion.